Event description:
It was reported that the dental implant failed because it could not be placed because it was close to the nerve. The procedure was concluded with the placement of another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned implant identified signs of use; bone debris present on external threads. There was no damage, wear, or signs of malfunction that would contribute to the event. The implant matched print specifications. The implant was measured by using caliper. Functional testing could not be performed due to the nature of the devices and events. A pre-existing condition was not noted on the per form. Bone density was low density (type IV). The reported device was located on tooth # 46 (fdi) and implanted and explanted on the same day. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: document reviewed: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 2022/08); information identified: 'warnings' 'precautions' 'potential adverse events.' DHR review: DHR review was completed for the subject lot number 2022020790. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number 2022020790 for similar events and no other complaint was identified. Review completed utilizing keywords: 'medical : other' post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.